Event description:
This is a solicited report done by a physician from (B)(6) of bacterial peritonitis with culture positive for (B)(6), non-aseptic technique of catheter handling, and fever in a (B)(6) male coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2009, the patient began treatment with dianeal pd4 unknown bag (4l daily and 5l twice daily, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by abdominal pain and fever. On an unreported date, the physician concluded that the patient had bacterial peritonitis due to non-aseptic technique of catheter handling. On an unreported date, the patient began remedial therapy with kefzol (250mg, frequency and route not reported). On (B)(6) 2010, remedial therapy with kefzol was discontinued. On an unreported date, the patient recovered from the peritonitis. It was not reported whether the patient was retrained in proper aseptic technique or whether the fever had resolved. Dianeal pd4 unknown bag therapy was ongoing. The physician stated that the bacterial peritonitis was not related to dianeal pd4 unknown and did not provide a statement of causality for the events of non-aseptic technique of catheter handling or fever.

Event description:
Reporter alleged obtaining the results of 176 mg/dl and 94 mg/dl back to back within 10 minutes on the compact system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.